Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31518787l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation & atrial flutter (left-sided) ablation, and the patient experienced pericardial effusion treated with pericardiocentesis. The report indicated that a pericardial effusion occurred at the end of the case. The information indicated that while performing a routine-check with intracardiac echocardiography (ice), it confirmed pericardial effusion. The patient had no visible symptoms, and the medical intervention provided was pericardiocentesis. The last known patient status was stable. Additional information was received which indicated that the event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related. Intervention provided was pericardiocentesis, and the patient¿s outcome improved after the event. One transseptal puncture was performed during the procedure.